Manufacturer narrative:
The product was not returned for eval. We are unable to confirm the reported failure of the needle mechanism to fire and deploy the cannula or to determine its root cause. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer's father reported his daughter's blood glucose history is as follows: time: 2:13 pm, bg (mmol/l): 23.6, (mg/dl): 425; 9:58 am, 14.2, 256. He gave her a manual injection of insulin (exact time or dosage was not provided). There was insulin leaking and upon inspection, he noticed there was no pink slide insert in the window.